Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2015. During the procedure, a drill pin fractured and the piece was successfully removed from the patient's wound. The procedure was completed without delay.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Root cause of the event was most likely attributed to excessive force; however, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: in care and handling of instruments section, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."